Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: IV extension tubing defective. IV tubing was disconnected from IV catheter hub. The nurse did not realize this before the catheter was placed. Customer response on (B)(6) 2025: the "adverse" event would be blood loss and an additional unnecessary stick to the patient. It was not obvious there was an issue with the product when it was first removed from the package. No injury to the nurse inserting.

Manufacturer narrative:
The complaint of a damaged nexiva device was confirmed and the cause appeared to be associated with the assembly process. One photograph and one 20ga nexiva unit were provided for investigation. The extension tube was not properly assembled and bonded to the dual port luer adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.